Event description:
Allegedly, patient was revised due to malalignment revision njr number: 4908238, side: l , primary asa: p3 - incapacitating systemic disease. Product no revised: product ID: efsrn3pl, lot: 1785763, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.